Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty inserting the driveline into the system controller was not confirmed, as the system controller was not returned for evaluation. Photos also were not provided for review. The submitted log file appears to contain data where the driveline disconnected alarms were captured on (B)(6) 2020, which were reportedly due to the patient performing their own controller exchange, and not being able to get the driveline inserted back into the controller for an extended period of time. Multiple attempts were made to obtain additional information from the customer regarding the event, including the serial number of the controller that was use at the time of the event and how the problem was resolved; however, no additional information was provided. As a result, the exact root cause for the reported event could not be established through this analysis. To the date, the system controller associated with reported event is unavailable for analysis and this complaint file will be closed with no further actions. If the controller is returned at a later time, the complaint will be re-opened. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook, under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-04193. It was reported that the patient experienced pump stop alarms from when the patient decided to do a controller change himself. The patient was unable to get the driveline inserted back into the controller for an extended period of time. On 11 june 2020 tech services arrived onsite for driveline evaluation and repair. Performed repair approximately 3" inches from the exit site. Percutaneous lead replacement was performed. Red conductor suspected open per the log file analysis. Spliced red, black, yellow wires and connected new perc lead to controller. Upon connecting the new perc lead, pump off alarms were noted. Spliced orange wire and pump immediately powered on without issue which suggested the red conductor is severed or open internally. Driveline fault alarms reoccurred/persisted after connecting new perc lead to the controller. Removed perc lead was returned for evaluation.